Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision and constantly seeing halos, starbursts. When reading eyes immediately gets blurry. Additional information was received and stated that experienced glare.

Manufacturer narrative:
The product was not returned. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Not enough information was provided for further investigation. Each lens is subjected to a 100 percentage (%) assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the reporter (patient) had a second opinion from another ophthalmologist. It was suggested they wait a few months to see if there is improvement. No further information has been provided. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).